Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 548 mg/dl, with abdominal pain, and polydipsia, associated with an alleged history settings issue. Reportedly, the patient remained on the pump, and self-treated with insulin via pump. During troubleshooting with customer technical support, it was revealed the pump and meter remote were showing as paired, but the reporter alleged the two devices were not communicating. The patient was unable to perform a bolus from their meter remote due to the alleged communication problem. A bolus was completed successfully via pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia which animas customer technical support determined to be associated with user error; the patient is able to deliver insulin via the pump independent of the meter remote. There was no product malfunction because the pump alerts the user and the user can still manipulate the pump and continue with delivery of insulin without interruption.